Manufacturer narrative:
Desensitizer caused an allergic reaction to the patient. Advised the dr. To inform the patient to stop whitening until the swelling goes down. Patient can then continue to whiten, without the desensitizer. Patient should not use desensitizer again.

Event description:
Doctor's office reported a patient experienced swelling of lips after her 11th day of whitening. She whitened the following night as well and reported it was worse the next morning. Patient was using desensitizer.